Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing found that the reported issue could be replicated as the monitor of the ablation system was not working. Concomitant medical products: product ID: 9 735719, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while installing the ablation system, a monitor of the system was not operating as designed. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the monitor for the ablation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.